Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported part of the touch screen is not working; needs calibration; screen froze; cannot change settings. The customer reported there was patient involvement and no patient harm.